Event description:
It was reported that the user experienced hyperglycemia reported while using the ilet, with a reported blood glucose of 196 mg/dl, and completed a cartridge and infusion set change under guidance without issue. Investigation of this case revealed no device alerts or alarms and no replication of a device malfunction, with the event consistent with transient hyperglycemia of unclear cause. No clinical symptoms associated with hyperglycemia reported. Outcomes included resolution efforts through troubleshooting without medical intervention or hospitalization it was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.